Event description:
Boston scientific received information that there is no power going to the communicator after an electrical storm. The patient stated the storm blew up the power surge protector on the power cord and there is now a hole on the back of the communicator. A new communicator was sent to the patient and this one will be returned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.